Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that surgeon revised broken anchorage plate on patients left foot. Surgeon stated that patient was highly mobile and non compliant in post op instructions.